Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. Visual inspection of the platform revealed that the front enclosure was cracked, unrelated to the reported complaint, and attributed to user mishandling. The front enclosure had been replaced during the previous service at zoll in 2019. The cracked front enclosure was replaced to address the observed physical damage. Archive data review showed the occurrence of system error 132 (internal watchdog timeout) around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the customer's reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll. The autopulse platform passed all subsequent functional testing, and the system error did not occur again. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, out of specification. The probable root cause of this issue is due to wear and tear. The autopulse platform was manufactured in march 2011 and is over 11 years old, well beyond its expected service life of 5 years. The drivetrain motor brake gap was adjusted within the specification to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR". The crew immediately switched to manual CPR. In parallel, the crew restarted the platform several times. But the issue persisted, and the autopulse never started compressions. Per the customer, the impact of the reported issue was an interruption of CPR / blood circulation. However, the resuscitation using manual CPR went well because return of spontaneous circulation (rosc) was achieved. No consequences or impacts on the patient.